Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl with a ketone level identified as dangerous (diabetic ketoacidosis). Customer suspected a possible issue with infusion site; however, this could not be confirmed. Reportedly, customer was using admelog insulin. Tandem technical support educated the customer on approved insulin per tandem labeling. Subsequently, the customer was admitted to the hospital where unspecified treatment was provided to resolve the reported issue. Multiple contact attempts were made by tandem technical support to follow up regarding the issue, however no response was received.